Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus and cursor were not aligned. The connection between the overlay and xy board was reseated and the stylus was calibrated. It was additionally noted that the power cord bay was broken. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus would not calibrate properly with the programmer. The programmer was returned for service. There was no patient involvement.